Event description:
It was reported that after inserting the soundstar catheter into the right atrium, it was noticed that the ice image quality was poor, on the carto 3 and ultrasound system. The caller noted that the ice image was very "dark," and they were unable to discern any heart structures. The caller adjusted the ultrasound system and the cartosound interface settings, without resolution. The soundstar catheter was replaced and the issue resolved. The procedure continued. The caller is requesting a replacement soundstar catheter. The caller stated the soundstar catheter is available for return. Return kit requested. The caller noted that an ngen generator was in use. The caller called back and reported that later in the procedure when performing a trans-septal puncture they punctured the aortic root with a "safesep" transeptal needle (non bwi product). This was confirmed by x-ray. And with the soundstar catheter. There was no pressure drop or signs of a pericardial effusion. The patient was then taken to the operating room for surgical repair. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".